Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, a cracked display window and a cracked case near display window corners were noted during the visual inspection. A blank display was noted due to faulty driver on the display board.

Event description:
Customer reported a blank display on the insulin pump. The blood glucose was 128 mg/dl. She stated that the contacts on the battery cap were not corroded or missing. She stated that the insulin pump had not been dropped or bumped and that the battery compartment and spring were not damaged or corroded. The display did not return with a battery change. Nothing further was reported.